Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that a minimum fill notification occurred. A new cartridge was loaded to resolve the issue. It was also reported that the insulin gauge was inaccurate and it was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, no failure was identified. Additionally, based on the analysis, the alleged alarm empty cartridge, fill estimate and minimum fill issues could not be verified.